Manufacturer narrative:
H3, h6: product 9735821, lot number: p900810 was received by the manufacturer for analysis. The returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to nov 2018 and intermittent illuminator current low dating back to jun 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .341mm with a passing threshold of .250mm. C02 is applicable. Previously reported codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was displaying localizer faulted. The manufacturing representative (rep) went to ndi toolbox and found bump detector battery fault. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735821 (lot: -);  h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced, and the system then passed testing. Codes b01, c08 and d02 are applicable to this analysis.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.